Manufacturer narrative:
Concomitant medical products: alinity s hiv ag/ab combo reagent kit, ln 06p01-55, and alinity s anti-hcv ii reagent kit, ln 04w56-55. During the investigation into this issue, it was identified that the error associated with the reagent probe (r1) wash cycle was introduced in the alinity s system software version 2.8.0, ln 04u76-15. Abbott issued product correction letters to all customers who have an alinity s system installed. For those customers where alinity s anti-hcv ii assay is commercially available, the letter notifies them of the software issue and potential impact for false reactive results when running alinity s hiv ag/ab combo and the alinity s anti-hcv ii are calibrated and run on the same processing lane. The letter also provides necessary actions to follow to mitigate the potential impact to alinity s hiv ag/ab combo results until the future software update is available to correct the issue. Customers who do not have the alinity s anti-hcv ii assay commercially available have also been made aware of the software issue. The letter states there have been no reports of falsely reactive results associated with this event for the assays available to them, and there is no potential for incorrect nonreactive results. The letter also informs them that a future software update will correct the issue. Note: the alinity s anti-hcv ii reagent kit is not currently available in the united states.

Event description:
Abbott has identified an error associated with the reagent probe (r1) wash cycle introduced in the alinity s system software version v2.8.0. The wash cycle removes fluid that remains on the interior and exterior surfaces of the probes at the wash station. The r1 probe wash is utilizing 1 ml versus the intended 3 ml of wash buffer to wash the exterior of the r1 probe. As a result of this error, while operating alinity s system software version 2.8.0, ln 04u76-15, there is potential for false reactive alinity s hiv ag/ab combo test results when alinity s hiv ag/ab combo reagent kit, ln 06p01-55, and the alinity s anti-hcv ii reagent kit, ln 04w56-55, are calibrated and run on the same processing lane. There is no potential for incorrect nonreactive results. There have been no reported adverse impact to patient management or harm to the patient as a result of this issue.